Manufacturer narrative:
(B)(6). Date of event and therapy date are estimated. During processing of this incident, attempts were made to obtain complete device information. The UDI is unknown because the lot number was not provided. It is unknown which lead is liable, as such both are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04936. It was reported that the patient lost therapy due to high impedances. X-rays revealed lead breakage at the muscle. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report event of broken lead was confirmed. As received, visual inspection showed the returned lead (a) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein both the leads were explanted and replaced with new leads addressing the issue. During the procedure it was noted that all impedances were high and one lead was broken. Reportedly, therapy was restored post operatively.